Event description:
At about 7 months after the primary surgery, the patient came in reporting pain due to a loose tibial tray and the cause is unknown. The surgeon revised successfully all components to gmk-revision.

Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 2116013: 121 items manufactured and released on 01-mar-2022. Expiration date: 2027-02-20. No anomalies found related to the problem. To date, 112 items of the same lot have been sold with no similar reported case during the period of review.